Event description:
In 2008, the pt reported the piston rod on his insulin infusion device will not retract completely during the cartridge change procedure. He said he noticed a silver casing from the bottom of the piston rod that is lifting the piston rod. The patient switched to his backup infusion device. The patient did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.